Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing leakage.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed surface abrasion on the pump exhaust tube going to cylinder 1 and on the pump inlet tube. Tow sutures with intact plastic sheathes were present on cylinders 1 and 2, indicating the devices had not been implanted. No functional abnormalities were noted with the pump. No visual or functional abnormalities were noted with cylinders 1 and 2. The information received indicated tubing leakage. However, because the detachment sites of the returned components were smooth and striated indicating contact with sharp instrumentation, and because no functional abnormalities were noted with the returned components, quality was unable to confirm the report of tubing leakage based on examination of the returned components. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 5073510. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.